Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level of 465 mg/dl. The customer stated that her blood glucose level had been above 400 mg/dl for several days despite set changes. Blood glucose level at the time of the call was 416 mg/dl. The customer reported having a migraine and light sensitivity and being nauseous. During troubleshooting, the customer stated that her insertion site was slightly sore. The customer was sent a tubing clamp, and during a follow up call, the insulin pump failed the high pressure test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.